Event description:
It was reported that during a procedure involving two protege ef stents, there were several hours of delays due to product malfunction. The devices were intended to treat a lesion in the mid superficial femoral artery. There was no resistance when advancing either device. After implanting the first protege ef the tip of the delivery catheter broke off, necessitating a cut down procedure to remove the broken catheter. The second protege ef stent was deployed properly, the end of the stent catheter tip broke off post-deployment, requiring removal from the blood vessel via sheath capture. The patient is alive with no injury.